Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in portugal. On (B)(6) 2024, it was reported that the patient had erythema at the site of puncture and recovered from the hematoma at the former puncture site. The patient also reported swelling abdominal puncture and abdominal discomfort, and nurse gave recommended continue the massage and the application of ice. On (B)(6) 2024, the nurse visited the patient home and observed that blush at the former abdominal puncture site and the patient will continue the same treatment and start repunctures every other day and in other areas. The pump was changed, and doses increased. No other information was provided. No further information available.